Manufacturer narrative:
On 3/2/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A device history record (DHR) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 575cc saline implant that deflated after implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2017. The deflation occurred on the left side, but both implants were replaced with unspecified allergan gel devices. No other accompanying symptoms were experienced, and no further interventions took place.

Manufacturer narrative:
The device history record (DHR) was reviewed on 5/24/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 575cc saline implant that deflated after implantation. As a result, the patient underwent bilateral explantation on 12/11/2017. The deflation occurred on the left side, but both implants were replaced with unspecified allergan gel devices. No other accompanying symptoms were experienced, and no further interventions took place. The device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.6 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).